Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes lead dislodgement. After an attempt to reposition the lead, the physician elected to replace it.